Event description:
Same pt as: 2134265-2009-03904. It was reported that post a coronary drug eluting stenting treatment procedure, multiple myocardial infarctions, restenosis and thrombosis events have occurred. The in-stent restenosed lesion and located in an unk stent in the proximal to mid left anterior descending artery. A cutting balloon was used to pre treat the lesion. A 3.5x16mm taxus stent was deployed within the previously placed stent at 12 atms and then postdilated up to 14 atms. Chest pain and st elevations were reported during the procedure. Approximately seven weeks later, the pt presented with st elevations and an acute myocardial infarction. A jailed diagonal branch artery was 99% stenosed and thrombosed. Due to the close proximity of the thrombosed vessel to the taxus stent, the stent could not be eliminated as a contributing factor. A 2.5x8mm express stent was deployed at 9atms and postdilated to 12 atms in the lesion. A 3x13mm non bsc stent overlapped the express stent by 1mm and was deployed at 11 atms with good result. The pt presented with another myocardial infarction in august of 2005 and an occluded non bsc stent in the ramus artery which was treated with angioplasty. In 2006, the pt again presented with a myocardial infarction, chest pain, bradycardia and an occluded non bsc stent in the ramus artery which was treated with angioplasty. At about 3 months later, the pt again presented with chest pain, ischemia and occluded non bsc stent in the ramus artery which was treated with angioplasty.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.